Manufacturer narrative:
The hba1c reagent lot number was 804154 with an expiration date of 30-sep-2025. The customer mentioned that they observed qc drift. A general reagent issue can be excluded as no further issues were reported and a correct rerun was performed with the same reagent. The field service engineer found that the reagent arm was worn. He replaced the reagent arm. The root cause was due to a component failure. The service action (replacing the reagent arm) resolved the issue.

Event description:
We received an allegation of questionable results for a high number of patients' samples tested with the hba1c on a cobas c513 analyzer. Discrepant results for 1 patient sample were provided as an example. Initial result: 7.5 %. The physician questioned the initial result and the sample was then repeated. Repeat result: 5.2 %. Reportedly, an amended report with the correct result was issued.